Event description:
It was reported that during the implant procedure, a piece of the catheter containing some metal did not slit all the way through and was left on the lead. The physician had to slit the remaining portion of the catheter because the slitter had slipped off of the catheter. The metal piece was removed with scissors. The attending physician indicated that the physician performing the slitting did it too slow and did not guide the slitter through the catheter properly. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the catheter was returned, analyzed, and the mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. The mechanical operation of the catheter was damaged, the mechanical operation of the catheter shaft was bent, and visual summary analysis of the catheter indicated damage at implant. Additionally, the slitter was analyzed.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.